Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the device was removed on (B)(6) 2019. No further complications were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative stated that in order to resolved the burning sensation, stimulation was turned down and the device was turned off but patient still experienced pain. It was also stated that the patient was scheduled to have the device removed on (B)(6) 2019 so that they can have additional MRI's. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had an MRI today of the head without turning ins off. It was also reported that the patient felt sudden burning and stinging sensation in vaginal area and down their leg and it was not resolve when the ins was turned off. Caller also stated that the patient was going to have an MRI for the head later and the ins was turned off. No further complications were noted or anticipated